Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving baclofen, concentration 500 mcg/day at a dose of 81.50 mcg/day via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient had the pump replaced by a hcp on (B)(6) 2017 and tolerated well. It was reported that per the pump log the patient's current pump started stalling from (B)(6) 2017 and on multiple days thereafter (multiple motor stalls and recoveries were noted); the patient and his sister denied being near any magnetic field. It was reported that the patient's symptoms were not drastically worse and the patient had not had drastic changes in therapy, but there were some days when his spasticity seemed worse; the hcp gave him an order for prn (pro renata) baclofen and explained to take it only when he felt much worse and not able to ambulate due to stiffness. No further complications were reported.